Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported the pessary retrieval string separated from the product during removal and the pessary remained inside her body. The pessary was removed with the assistance of a medical professional. The consumer reports pain and a vaginal infection treated with antibiotics.